Event description:
An 8fr device was used in this procedure in the femoral arteries, but did not remove the thrombus. Physician then used a 6fr device. During the procedure, the pt's superficial femoral vessel was perforated.